Event description:
Reported 2 false positive flu b results for 2 patients and 1 false negative sars result for one patient. The customer communicated the results were confirmed by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 3x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.